Event description:
It was reported a cartridge change error occurred, indicating a problem with the t button, which required excessive pressure to operate the pump. There was no reported adverse impact to the customer's blood glucose level. No further information provided.